Event description:
On (B)(6) 2012, customer reported that the dxc 600i generated elevated hybritech psa results for two patients. The results were not reported out of the laboratory. Customer stated that the samples were collected in serum tubes and were allowed to clot for 30 minutes. The samples were centrifuged at 3500 rpm for 10 minutes. Repeat testing of the original samples recovered lower results within the normal reference range. Patient treatment was not affected by the erroneous results. Field service engineer (fse) inspected the instrument and replaced the substrate probe and primed the system after noting bubbles and kinked tubing. Fse ran the washed portion of the system check and quality control (qc) and all passed within specifications. Fse returned on 05/02/2012 and found air in the wash pump, moisture in the wash valve and bubbles in the dispense probe tubing. Fse cleaned and reseated the stepper driver and qsmc boards. Fse also performed the scheduled preventative maintenance that was due. Fse noted that the wash wheel contained dried buffer around the mixer bearings. Fse replaced the bearings. Fse performed a system check and hs system check, and both passed within specifications. Hybritech psa and fertility qc were run and passed within the customer's established ranges.